Manufacturer narrative:
8 syringes impacted from lot # 2297835. See medwatch completed section c attached. H3 other text : device is not available.

Event description:
0.3cc 31g syr. 10bag 8mm 100's/bx, batch number: 2297835; expiration date: 2027/11/30 description of defects in defective products: 1. The front rubber head is weird and uneven. 2. A total of 4 boxes of defective products were reported: problems were found after opening (4 boxes have been opened and 350 pieces remain).

Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to section h6 (type of investigation & investigation conclusions). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd. Complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.